Manufacturer narrative:
The valve had been implanted and operating for approximately 4 years. The valve was patent and passed reflux testing. It was within specifications for pressure flow tests performed at 0cm hp, pressure levels 0.5, 1.0 and 1.5. The valve did not pass the siphon test preimplantation test, pressure flow tests performed at pressure level 2.5, or pressure flow tests performed at -50cm hp. Debris within the valve may interfere with the valve mechanism resulting in low-pressure-flow results. The valve did not pass the leak test due to tears on the delta chamber and punctures on the reservoir. A review of the manufacturing records showed no anomalies. All our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve was explanted because it was not working.